Event description:
Explant records were received. Valve was explanted due to stenosis secondary to calcficication of valve. Patient is reported as stable following explant. Explanted device was not returned to manufacturer.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this bioprosthetic valve, implanted approximately nine (9) years, was explanted due to unknown reasons. The explanted device was replaced with another prosthetic valve. Despite multiple attempts, records or valve have not been provided by health care provider.

Manufacturer narrative:
The reported device was not returned to manufacturer. The reported clinical observation could not be confirmed and a root cause cannot be investigated or determined. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Additional manufacturer narrative - report of edwards aortic bioprosthetic valve explant for unknown reasons. The explanted device has not been returned to edwards. Multiple attempts have been made to obtain additional information with no result. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events, additional information will be reported if received.